Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported two intraocular lenses (iol) with an unspecified defects. Additional information has been requested. There are two medical device reports associated with the two defective lenses. This report is for one of the two lenses.